Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 400 mg/dl. The customer was experiencing high glucose for the past week. The customer's most recent glucose reading was 125mg/dl, and she has treated with manual injections. The programming, time, and date were correct. The customer stated that she is unsure if the insulin was exposed to cold or heat. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the insulin pump had an error alarm during manual prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.